Manufacturer narrative:
Film evaluation summary: the reported suprarenal deployment issues were confirmed from the films provided. However the exact cause could not be determined. Additional procedural angiograms including cines showing attempts to release the suprarenal stents and the manoeuvring required were not provided for analysis of the event, and lack of contrast did not allow for assessment of the device and delivery system within the neck. Additional pre-implant CT images allowing a thorough assessment of the patients anatomy were not available. It appears most likely that the observed angulation in the aortic neck was a factor in the issues reported with deployment of the suprarenal stents. It is also possible that the other sheath that was situated adjacent to the endurant stent graft sheath may have contributed to failure in releasing the suprarenal stents. A device issue cannot be ruled out; however, the delivery system is not returning and so an analysis of the device cannot be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information:as per the physician: the angulation of the neck and another sheath parallel to the delivery system may have been the cause of the event. It was reported that an aortic occlusion balloon was used to treat the ruptured aneurysm case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular procedure of an unknown sized ruptured abdominal aortic aneurysm. It was reported that during the index procedure when the device was deployed the crown did not open very well. It was noted the patient had severely angulated anatomy. The physician maneuvered the delivery system and was able to open the crown and implant the device successfully. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.